Manufacturer narrative:
Per the technician's evaluation, they were unable to duplicate the issue.

Event description:
Dealer is stating that the unit failed power loss alarm test.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Technician evaluation states unable to duplicate the issue.